Event description:
It was reported that the device locked up and failed to respond to any buttons. The device was also reported to log several event codes in the memory. There was no pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control has received the device and is in the process of evaluating it. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.